Event description:
It was reported that a patient presented to clinic for device change. Device interrogation revealed dislodgement of the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable before and after the procedure.